Manufacturer narrative:
(B)(4). Evaluation summary: dil cath: jl4 cordis 6 fr guide cath. Guide wire: bmw guidewire. Re-insertion. The device was returned for analysis. The difficult to position and remove the guide wire was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent system electronic instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the reviewed information, no product deficiency was identified. The other device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that during a mildly tortuous, mildly calcified, left anterior descending artery stenting procedure, a xience xpedition stent delivery system (sds) was advanced over a balance middleweight (bmw) guide wire and through a non-abbott 6 french guiding catheter. There was resistance met with the bmw guide wire and the xience xpedition sds would not cross the lesion becoming stuck to the bmw guide wire and there was resistance felt with the removal. Both the bmw guide wire and the xience xpedition sds were removed as one unit per the instructions for use. Upon removal the xience xpedition sds was pulled off the bmw guide wire and the same bmw guide wire was re-inserted into the patients anatomy to the lesion. The same xience xpedition sds was back loaded onto the guide wire but would not advance into the patients anatomy due to meeting resistance again with the bmw guide wire during advancement and removal. Both the bmw guide wire and the xience xpedition sds were removed as one unit per the instructions for use. A new bmw guide wire and xience xpedition sds were used successfully for the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.